Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump alarmed displayable history check failed on startup, unexpected restart, and external error. The insulin pump also alarmed failed battery test, weak battery, bad battery, and battery out limit. The insulin pump had a vibrate anomaly. It powered down and back up but all the settings were lost. The insulin pump was stored or not in use for an extended period of time. Customer's blood glucose level was 169 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery tests due to the blank display. Unable to confirm the battery out limit, weak battery, external ram crc, unexpected restart, displayable history crc, bad battery or failed battery test alarms due to the blank display. Unable to verify the unexpected restart, vibrator, audio or radio frequency anomalies due to the blank display. The pump had a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, and a cracked case.